Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported difficult or delayed positioning associated with leaflet grasping and entrapment of device (clip caught on chordae) cannot be determined. The reported mitral regurgitation and tissue injury are cascading events of the entrapment of device and difficult or delayed positioning. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization, surgical intervention, and unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3-4 and prolapsed posterior leaflet. A mitraclip was inserted and deployed on the mitral valve. To further reduce mr, a second clip was inserted, but after several grasping attempts, it was observed that the valve was damaged, and the clip became caught in chordae. Troubleshooting was performed, but the clip was unable to be removed from chordae, and was therefore implanted where it was stuck, attached to both leaflets. No additional clips were implanted, and the mr increased to 4. The procedure was completed, and the patient was transferred to surgery for a mitral valve replacement.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3-4 and prolapsed posterior leaflet. A mitraclip was inserted and deployed on the mitral valve. To further reduce mr, a second clip was inserted, but after several grasping attempts, it was observed that the valve was damaged, and the clip became caught in chordae. Troubleshooting was performed, but the clip was unable to be removed from chordae, and was therefore implanted where it was stuck, attached to both leaflets. No additional clips were implanted, and the mr increased to 4. The procedure was completed, and the patient was transferred to surgery for a mitral valve replacement.